Manufacturer narrative:
UDI= (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a hematoma occurred. A left atrial appendage (laa) closure procedure was being performed. There was difficulty in obtaining right femoral access. Eventually with echo guidance there was success. A transeptal puncture was performed and the watchman access system was just entering the groin area when the wire came back too far and transeptal access was lost. The access system was removed and the case was about to be started over again. There was pressure being applied to the right groin to stop the bleeding when the anesthesiologist informed that the patient's blood pressure had dropped. The anesthesiologist had to start the patient on norepinephrine drip. A hemoglobin measurement of 98 from 126 indicated there was a bleed somewhere. The transesophageal echocardiogram (tee) and CT scan confirmed there was no effusion and no peritoneal bleeding. The tee was used to continue to monitor cardiac function and effusion. A large pocket of blood was noted in the patient's groin which was due to the right groin puncture. The procedure was aborted. The patient was stable and extubated in the critical care unit (ccu) after 2 hours. They will schedule another laa closure procedure.